Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent in a severely calcified lesion in the lcx with 90% stenosis but the device could not pass the lesion. The lesion was pre-dilated. The physician dilated the lesion again and changed a new device to complete the procedure. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip damaged. A number of mid stent segments were stretched and deformed. A number of the proximal and distal segments were located over the balloon pillows due to stretching of the mid segments. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx)

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ stent deformation patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and severe calcification. Deformation problem - stent evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and severe calcification. Inherent risk of procedure ¿ stent deformation. (B)(4).